Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The premature deployment was unable to be confirmed as the stent was fully deployed and not returned. It may be possible that the delivery system was pulled back prior to releasing the deployment lock causing the stent to fully deploy; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The vessel diameter was measured to be 6 mm. Laser atherectomy was performed followed by pre-dilatation with a 6 mm balloon. The 6.0 x 80 mm supera stent implant deployed prematurely before rotating the system lock; however, the stent was ultimately deployed successfully in the target lesion; however, part of the lesion was left untreated. Another supera stent was deployed successfully for treatment of the remaining lesion. The delivery system was removed under fluoroscopy. The final outcome for the patient was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.